Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. Visual inspection of the received sterile samples of both possible lots meet requirements.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent surgical revision and excision skin / subcut. Tissue, lavage with lavasept solution, immobilization / fixation in mecron splint, antibiotic cover.

Event description:
It was reported that a patient underwent a knee replacement procedure and suture was used. The patient developed a granuloma in the subcutaneous suture. Additional information has been requested.

Manufacturer narrative:
(B)(4):granuloma occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dj8lcjq0, mfg date: 09/09/2011, exp date: 12/31/2016; batch dk8khkq0, mfg date: 10/11/2011, exp date: 12/31/2016. A review of the batch manufacturing records for the possible batch numbers was conducted. This review did not identify any non-conformances and the possible batches met all sterilization and finished goods release criteria.